Event description:
Sorin group (B)(4) received a report that the s5 double head pump suddenly lost power during a procedure. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective push-button switch. The button was replaced to resolve the issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.